Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarms. Blood glucose was 200 mg/dl. Customer reported they were able to clear the alarm after self test hardware low level failure alarm was occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error detected, the motor arm cannot communicate with the main arm, or hardware low-level failures alarms noted during testing however, the downloaded history files confirmed software error detected due to a software error and hardware low-level failures alarm (variable 3) is found in the downloaded history files due to broken pin 6 (sda) trace on the keypad assembly.